Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, wear abrasion and crease fold. Weight measurement identified device was underweight. A microscopic analysis was performed which identified sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and exchange from textured to smooth breast implant due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and exchange from textured to smooth breast implant due to the patient¿s concern with the product. Device has been explanted.